Event description:
Extracorporeal shockwave lithotripsy was performed with no complications during treatment. The stones were located in the left renal pelvis and calyx. Disintegration was poor and therefore a second treatment was performed two days later. Later that same day the pt developed a renal hematoma. Therapeutic measures were unsuccessful and due to persistent bleeding, surgical intervention (left nephrectomy) was necessary.